Event description:
Tip of handle broke off while inserting cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The fractured tip was not returned for evaluation; however the initial report stated all pieces were retrieved. A complaint database search on the provided product code identified similar reports which were attributed to material fatigue which caused the reported tip breakage. Based on similar evaluations by material science, the root cause is attributed material fatigue due to heavy usage. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.